Event description:
Device has been explanted. Health professional additionally reported "silicone migration".

Event description:
Patient reported left side "tenderness and concerned about textured implants and alcl," capsular contracture, baker grade unknown, rupture, and "silicone migration". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade unknown and "tenderness and concern for alcl." The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "tenderness and concerned about textured implants and alcl" and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles, crease flat, encapsulation, broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact, non-penetrating nicks and a missing piece of the shell due to inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.